Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified.upon receipt, the pacemaker was interrogated. A warning message was shown on the programmer screen indicating an elevated current consumption. Therefore, the pacemaker's memory content was analysed confirming this observation. The battery status was still ok.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was fully available.during further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. The date of occurrence was not determinable.in summary, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected.

Event description:
Ous MDR - after an implantation period of about 38 months, it was reported that the device indicated a remaining battery capacity of 1 year and 3 months. The remaining battery capacity indicated back on (B)(4) 2014 was reported to be 8 years and 6 months. The pacemaker was explanted in july, but not returned to biotronik for analysis. The date of explant was not provided. No adverse patient side effects have been reported.